Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited episodes of unspecified t-wave over-sensing. No intervention was performed, and the patient will be further monitored. The patient was in stable condition.

Event description:
New information received notes that the t-wave over-sensing episodes exhibited by the implantable cardioverter defibrillator (ICD) were post paced t-wave over-sensing. The ICD was reprogrammed. The patient was in stable condition.